Event description:
Pt reported that the infusion device displayed an e8 power interrupt error. He changed the battery but was unable to clear the error message. No physiological effects were reported. Infusion device was replaced and returned for eval. The complaint could not be verified due to mishandling of the product. E8 power interrupt errors were found in the infusion device history. Due to an external influence, the snap dome of the up button was pressed through. This led to an always activated up button and unclearable e8 power interrupt error messages.